Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mgb929-w8761 and no non-conformances were identified. One detached needle of product code w8761, lot mgb929 was received for analysis. The product code w8761 is double armed. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. However, the needle was distorted and marks that appears to be by the use of a surgical instrument could be observed at the tip and swage area. In addition, no suture remnant at the barrel hole was found. As the suture was not returned, no additional tests were performed to determine why the needle detached. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, it suggests an improper handling of the sample. One unopened sample of product code w8761, lot mgb929 was received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? Other relevant patient history/concomitant medications. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a cardiac procedure on (B)(6) 2019 and suture was used. During the atrial septum related procedure, the needle pull-off the suture during sewing and knotting. The needle location was not confirmed. Considering the patient's age and the extended time of cardiopulmonary bypass, they failed to find a needle for a period of time and closed the chest first to ensure the patient's safety. The next day, on (B)(6) 2019, an additional procedure was performed. The needle location was confirmed by cta. The needle was retrieved from the lower left pulmonary vein. Additional information has been requested.